Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Receiver functional test was performed and passed. Internal visual inspection was performed and passed. A review of the receiver logs was downloaded and reviewed finding errors/no errors related to the complaint. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).